Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to the v.a.c.ulta¿ negative pressure wound therapy system. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area -untreated or inadequately treated infection -inadequate hemostasis of the incision -cellulitis of the incision area

Event description:
On (B)(6) 2018, the following information was reported to kci by the nurse: the prevena plus¿ customizable¿ dressing was being applied to the patient¿s spinal incision with the v.a.c.ulta¿ negative pressure wound therapy system at -125 mmhg with no alarm conditions noted for the duration of therapy. After discontinuing the use of the v.a.c.ulta¿ negative pressure wound therapy system, it was noted that there was fluid between the incision and the dressing causing skin breakdown which allegedly led to a surgical site infection. No additional information is available. The prevena¿ incision management system lot number was not provided, therefore kci cannot conduct a device history review.